Manufacturer narrative:
Additional information was received from the initial reporter indicating the pump will be returned for evaluation.

Manufacturer narrative:
Section d9 has been updated.

Event description:
An impella 5.5 device was inserted into the right/axillary subclavian artery in a 69-year-old male patient presenting in cardiomyopathy, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. The impella cp was inserted for ventricular support post high-risk cardiothoracic surgery: coronary artery bypass graft (CABG). After nineteen days of impella 5.5 support, the pump suddenly stopped. The activated clotting time (act) was maintained at 160-180, and there were no fluctuations in motor current, purge flow, and purge pressure. The impella 5.5 was exchanged for a new impella 5.5. The post-procedure outcome is survived at explant. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. Pump stop: the cause of the pump stop issue was open electrical lines inside the red handle, most likely due to an unintended use-related issue, as the pump functioned without issue up to day 19 of use. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.